Event description:
It was reported that post op to an unknown procedure the patient was brought back to the operating room and endoscopy revealed there was 'sterile fluid build up along the staple line.' No other information is available at this time.

Manufacturer narrative:
(B)(4).batch # unk.date of event: only event year known: 2021.an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.